Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urinary tract disorder ("urinary problems"), bladder dysfunction ("bladder problems"), tenderness ("tenderness"), female sexual dysfunction ("inability to have sexual intercourse"), hormone level abnormal ("hormonal changes"), weight fluctuation ("weight fluctuation"), gastrointestinal disorder ("gastrointestinal problems") with dyspepsia, alopecia ("hair loss"), migraine ("migraines"), dyspareunia ("pain during sexual intercourse"), hypersensitivity ("allergies"), vaginal infection ("vaginal infections") with vaginal discharge, abdominal pain lower ("cramping"), procedural pain ("painful post-operative recovery"), chromaturia ("I had to pee bt it was a weired colour until today") and insomnia ("my first night at home I was up and down constantly"). The patient was treated with surgery (full hysterectomy effectuate removal of her essure devices). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, urinary tract disorder, bladder dysfunction, tenderness, female sexual dysfunction, hormone level abnormal, weight fluctuation, gastrointestinal disorder, alopecia, migraine, dyspareunia, hypersensitivity, vaginal infection, abdominal pain lower and procedural pain was resolving and the chromaturia and insomnia outcome was unknown. The reporter considered abdominal pain lower, alopecia, bladder dysfunction, chromaturia, dyspareunia, female sexual dysfunction, gastrointestinal disorder, hormone level abnormal, hypersensitivity, insomnia, migraine, pelvic pain, procedural pain, tenderness, urinary tract disorder, vaginal infection and weight fluctuation to be related to essure. The reporter commented: following the procedure, plaintiff s symptoms have significantly decreased. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: confirmed her fallopian tubes were fully occluded most recent follow-up information incorporated above includes: on 1-feb-2018: events added: I had to pee bt it was a weired colour until today and my first night at home I was up and down constantly incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pain/ pain") and depression suicidal ("suicidal") in a 39-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced urinary tract disorder ("urinary problems"). In (B)(6) 2010, the patient experienced pruritus generalised ("itching all over body"). In (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2012, the patient experienced alopecia ("hair loss"). In 2012, the patient experienced depression suicidal (seriousness criterion medically significant). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), breast tenderness ("breast tender") and abdominal pain ("right sided abdominal pain"). In (B)(6) 2013, the patient experienced fatigue ("fatigue"). In (B)(6) 2014, the patient experienced female sexual dysfunction ("inability to have sexual intercourse/ apareunia"). In (B)(6) 2014, the patient experienced dyspareunia ("pain during sexual intercourse/ dyspareunia"). On (B)(6) 2014, 4 years 7 months after insertion of essure, the patient experienced mood swings ("mood swings"). In 2015, the patient experienced hypersensitivity ("allergies"). On an unknown date, the patient experienced bladder disorder ("bladder problems"), tenderness ("tenderness"), hormone level abnormal ("hormonal changes"), weight fluctuation ("weight fluctuation"), gastrointestinal disorder ("gastrointestinal problems") with dyspepsia, migraine ("migraines"), vulvovaginal candidiasis ("candida vaginal infections") with vaginal discharge, abdominal pain lower ("cramping"), procedural pain ("painful post-operative recovery"), chromaturia ("I had to pee bt it was a weired colour until today"), insomnia ("my first night at home I was up and down constantly"), smear cervix abnormal ("abnormal pap smear"), depression ("depression"), headache ("headaches"), weight increased ("weight gain"), fibromyalgia ("fibromyalgia"), anxiety ("emotional anguish") and urinary tract infection ("uti"). The patient was treated with gabapentin, topiramate, amoxicillin, ibuprofen, tramadol, estrogen nos (estrogen), estrogen w/testosterone, anovlar (microgestin), vagisil, glipizide, miconazole nitrate (monistat), antidepressants and surgery (full hysterectomy (bilateral salpingooopherectomy) effectuate removal of her essure devices). Essure was removed on (B)(6) 2015. In 2015, the migraine was resolving. In (B)(6) 2016, the pelvic pain and abdominal pain lower had resolved. At the time of the report, the depression suicidal, chromaturia, insomnia, mood swings, smear cervix abnormal, depression, headache, dysmenorrhoea, fatigue, weight increased, fibromyalgia, breast tenderness, anxiety, pruritus generalised and abdominal pain outcome was unknown, the urinary tract disorder, bladder disorder, tenderness, female sexual dysfunction, hormone level abnormal, weight fluctuation, gastrointestinal disorder, dyspareunia, hypersensitivity, vulvovaginal candidiasis and procedural pain was resolving, the alopecia had not resolved and the urinary tract infection had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, bladder disorder, breast tenderness, chromaturia, depression, depression suicidal, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, fibromyalgia, gastrointestinal disorder, headache, hormone level abnormal, hypersensitivity, insomnia, migraine, mood swings, pelvic pain, procedural pain, pruritus generalised, smear cervix abnormal, tenderness, urinary tract disorder, urinary tract infection, vulvovaginal candidiasis, weight fluctuation and weight increased to be related to essure. The reporter commented: following the procedure, plaintiff s symptoms have significantly decreased. She complaint of abdominal pain. 36 year presents for right sided abdominal pain for the past 6 weeks. The pain does get worse with her menses current weight 184 lbs diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 74.3 kg/sqm. Hysterosalpingogram - in (B)(6) 2010: confirmed her fallopian tubes were fully occluded. Most recent follow-up information incorporated above includes: on 27-feb-2018: plaintiff fact sheet and medical records were received. Events per pfs: mood swings, bladder infection, urinary tract infection, abnormal pap smear, depression, headaches, dysmenorrhea (cramping), fatigue, weight gain, fibromyalgia, emotional anguish, breast tender and suicidal were added. Treatment drug included gabapentin, topiramate, amoxicillin, ibuprofen, tramadol, estrogen, estrogen w/testosterone, microgestin, vagisil, glipizide, vortioxetine, monistat and z-pack were added. On (B)(6) 2018: fu2 and fu3 were processed together. Patient complaint of abdominal pain. 36 year presents for right sided abdominal pain for the past 6 weeks. The pain does get worse with her menses. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urinary tract disorder ("urinary problems"), bladder dysfunction ("bladder problems"), tenderness ("tenderness"), libido decreased ("inability to have sexual intercourse"), hormone level abnormal ("hormonal changes"), weight fluctuation ("weight fluctuation"), gastrointestinal disorder ("gastrointestinal problems") with dyspepsia, alopecia ("hair loss"), migraine ("migraines"), dyspareunia ("pain during sexual intercourse"), hypersensitivity ("allergies"), vaginal infection ("vaginal infections") with vaginal discharge, abdominal pain lower ("cramping") and procedural pain ("painful post-operative recovery"). The patient was treated with surgery (full hysterectomy effectuate removal of her essure devices). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, urinary tract disorder, bladder dysfunction, tenderness, libido decreased, hormone level abnormal, weight fluctuation, gastrointestinal disorder, alopecia, migraine, dyspareunia, hypersensitivity, vaginal infection, abdominal pain lower and procedural pain was resolving. The reporter considered abdominal pain lower, alopecia, bladder dysfunction, dyspareunia, gastrointestinal disorder, hormone level abnormal, hypersensitivity, libido decreased, migraine, pelvic pain, procedural pain, tenderness, urinary tract disorder, vaginal infection and weight fluctuation to be related to essure. The reporter commented: following the procedure, plaintiff s symptoms have significantly decreased. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: confirmed her fallopian tubes were fully occluded. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.